Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) moved when the patient laid down. Technical services (ts) was consulted and referred the patient to their physician for further examination. This device remains in service. No adverse patient effects were reported. At a later date this s-ICD system had multiple episodes were shocks were delivered as inappropriate therapy due to t-wave oversensing, with the device reaching end of life (eol) as a result. A new system was implanted. No additional adverse patient effects were reported.